Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-15931. It was reported the patient experienced a fracture and migration on both leads for unknown reason at an unknown date. Diagnostics confirmed fracture and migration. As a result, the entire system was explanted and replaced to address the issue.